Event description:
In early 2009, the pt reported that her blood glucose was elevated to 500 mg/dl when she woke up. She stated that her blood glucose measured 350 mg/dl the previous night before bed. Her normal blood glucose range is 170-180 mg/dl. To lower her blood glucose, she injected insulin via syringe and her blood glucose measured 322 mg/dl at the time of the report. She stated that she noticed an air bubble in the infusion tubing near the luer connection that would not move. She changed the infusion tubing and insulin cartridge. She was able to remove all of the air bubbles from the system after 3 prime cycles. Upon follow up the same day, the pt reported that no more air bubbles had formed in the insulin cartridge or infusion tubing. Upon further follow up four days later, the pt stated that she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent a replacement adapter, sample infusion sets, and insulin cartridges. Product was requested to be returned for eval.